Event description:
The sales representatives reported that he was using the ventilator for demonstration purposes, and when he rotated the ventilator for demonstration, the monitor screen went blank and the blower stopped. He reported the main power led was lit, but the unit would not operate. He reported there was no audible alarm activated. The ventilator was immediately set aside for evaluation.